Event description:
Meter was not showing the segments in the 100s position of the display. A review of the system was conducted over the phone. The review indicated that the meter was missing all segments in the hundreds position of the display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.